Event description:
It was reported that the patient presented for 2 month follow-up in (B) (6) 2010, nothing was working. It was noted that the pacing lead impedance and threshold had decreased and there was no capture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.